Manufacturer narrative:
Date initial report sent: 9/7/2007.

Event description:
Procedure: lap appendectomy. According to the doctor's submitted medwatch report the devices involved were an "endo gia universal, single use instrument." And an "endo guia 2.5 single use loading unit." No product identification numbers or lot numbers were supplied. The report goes on to state: "surgeon utilized the device during a laparoscopic appendectomy. The procedure included several applications. After the final application, it was noted that the jaws of the device did not appear to be fully closed. Inspection revealed no leaks. Pt remained hospitalized for observations and complications occurred several days later." The surgeon further indicated: the stapler worked fine, however, after firing, the jaw was more angled than prior to firing. The staple line was good, but 2 days post-op the pt showed peritonitis and stump breakdown which resulted in longer stay, but recovered well.